Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. The patient started over with all new supplies. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Rts discussed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There were no issues and no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.